Event description:
The manufacturer received information alleging a ventilator lcd screen went black. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue.